Manufacturer narrative:
Additional product code: hwc. (B)(4). Device broke during insertion; device not considered implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Manufacturing location: (B)(4). Manufacturing date: january 13, 2016. Expiry date: january 01, 2026. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a surgery for fracture of distal end of radius took place on (B)(6) 2016. During the surgery, the head of the reported ti locking screw broke when the surgeon inserted the screw into a hole of the distal radius plate and tried to lock it. The surgeon gave up the locking the hole where the broken screw being inserted and decided to leave the shaft of the reported locking screw in the patient&#62688;body. The surgeon completed the surgery with no surgical delay reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A review of the device history records for the non-sterile version of the part was completed: manufacturing location: (B)(4). Manufacturing date: april 20, 2015. Part: 412.418.999, lot: 7979361 (non-sterile) - 2.8mm ti screw blank 12mm 02.4 locking screw w/sd8. No non-conformance reports were generated during production. A manufacturing evaluation was completed: examination of the returned screw head shows that the screw head was not cut properly in the turn head operation. The countersink feature of the screw appears too deep and flash from the previous heading operation was not removed as expected. The countersink feature is also an indicator of drive depth, with a deep countersink indicating also a deep drive. This condition can be caused by misloading at the turn head operation. The part can be loaded too far into the collet causing the turning tool to miss the top of the screw head. This condition can contribute to weakness in the screw head since a thin wall between the bottom of the drive and neck of the screw is the result of the misload. This misloading can also contribute to incorrect length. A manufacturing review of the device history records discovered a significant scrap event at the turn head operation machine where 185 parts were scrapped. The scrap code indicates machine malfunction at that operation. An additional 45 parts were scrapped at bag/label operation for incorrect length. Based on physical examination of the broken screw head and review of DHR record, this complaint is confirmed as likely caused at the turn head operation in the screw blanking process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.